Manufacturer narrative:
The info provided to ortho-clinical diagnostics, inc. May not be verified or verifiable, and may be inaccurate or incomplete as reported. This info is provided in compliance with the MDR regulation, and does not constitute an admission that the device has malfunctioned or that a connection exists between the product and a potential death or serious injury.

Event description:
A customer reported that their qc results for glucose and lactate were running low and high respectively on their vitros dt60 analzer. This scenario is consistent with a malfunction that may cause false patient results to be reported. There was no report of patient harm as a result of this event.